Event description:
The patient's iabp [intra-aortic balloon pump] began alarming at 1424 " gas loss in iab circuit." Several nurses immediately came to bedside and began assessing the patient and troubleshooting. The patient had no change in condition or vitals- pt was alert, oriented, and having no pain. The nurses pressed the "start" button on the iabp several times, and the pump restarted within a minute. No change in patient condition. The charge rn was notified, and the device rep immediately called and notified of the event. Pt later to or for intervention.